Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance was confirmed. Based on a visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that a conclusive cause for the difficulty advancing and retracting the device over the guide wire could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The spartacore 14 guide wire referenced in b5 is filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a de novo lesion in a distal tibial artery with no tortuosity and no calcification which was 90% stenosed. A spartacore 14 guide wire was positioned distal to the stenosis and an armada 14 percutaneous transluminal angioplasty (pta) catheter was flushed before use and loaded onto the guide wire. The armada 14 pta was passed over the spartacore 14 guide wire to the hub of the non-abbott sheath, but the armada 14 pta catheter would not advance into the hub due to resistance with the spartacore 14 guide wire. An attempt was made to remove the armada 14 pta catheter from the spartacore 14 guide wire; however, the armada 14 pta catheter became stuck. The armada 14 pta catheter and the spartacore 14 guide wire were removed as one unit. Prior to the armada 14 pta catheter becoming stuck, no damage had been noted to either device. Access to the lesion was lost. The procedure was successfully completed with a combination of a non-abbott 0.18 guide wire and a non-abbott 0.35 pta catheter, resulting in 30% stenosis. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.